Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, local display on the roller pump was not showing speed reading (revolutions per minute/liters per minute) and tube size. These fields were blank. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in process, but not yet complete.